Event description:
It was reported that a customer encountered a cgm error 42, indicating a pump problem. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the customer with instructions to reset the pump, and after completing the reset, the cgm error code did not appear again. Consequently, the customer was able to successfully start a new sensor session.